Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had poor sensing and was capped and replaced. It was also reported that the right ventricle lead had slowly increasing threshold and impedance. It was also capped and replaced. No patient complications have been reported as a result of this event.